Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. Furthermore, blender assembly was crosschecked and found that the problem is solved. Hence, the blender assembly of vela ventilator needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was giving o2 inlet low alarm continuously, intermediately vent inoperable, motor fault, circuit disconnect, love ve (minute ventilation), low pip (peak inspiratory pressure) and transducer fault alarm. Furthermore, there was no patient associated with the reported event.